Event description:
The customer reported that upon power up the device displayed the system failure cycle power message/instruction with error code 10003. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that upon power up the device displayed the system failure cycle power message/instruction with error code 10003. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.